Event description:
On 09-jun-2025, a journal article was retrieved from the knee (2025) that reported a prospective, non-randomized, multi-center study from the USA. The purpose of the study was to investigate the early radiographic, survival and clinical outcomes of a cementless tantalum metal tibial implant with a modular anatomic component. The study reviewed 148 implants, from seven research sites, between 2018 and 2020. A cementless persona trabecular metal tibia was implanted in all patients without the use of autograft bone paste slurry. With regard to the tibial component, 79 patients received a medial congruent vivacit-e component, 25 patients received a posterior stabilized polyethylene component, 25 patients received a posterior stabilized vivacit-e component, and 19 patients received an ultra-congruent vivacit-e component. The patella was resurfaced in 92 knees. The indication for surgery was arthritis, avascular necrosis of the femoral condyle, post-traumatic loss of joint configuration, moderate deformity, and/or the salvage of previously failed surgical attempts that did not include partial or full arthroplasty of the ipsilateral knee. The study population had a mean age of 63.3 years at time of surgery; 84 males/64 females. Follow-up radiographs were conducted at immediate post-operative, six weeks, six months, one year, and two years post-operative. It was reported that one patient experienced it band syndrome/snapping with right knee pain and underwent an intra-articular cortisone injection. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown persona trabecular metal tibial tray: catalog#: ni, lot#: ni; unknown persona femoral component: catalog#: ni, lot#: ni. G2: literature: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report will be filed under MFR number 3007963827.